Manufacturer narrative:
Clinical review: a possible temporal, causal and/or contributory relationship exists between the alleged patient use of granuflo acid concentrate during hd therapy in 2015, and the serious adverse event of death. However, there is no ability to confirm the event, nor obtain treatment records for the alleged death with granuflo use. Additionally, there is no documentation in the complaint file identifying when and where the alleged event occurred. The esrd population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population. Based on the limited information available, it cannot be determined if the use of the granuflo acid concentrate caused or contributed to the reported death of this patient. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A (B)(6) social media post was found which documented a hemodialysis (hd) patient expired (date not provided) after using granuflo acid concentrate. The patient contact alleged that the granuflo was recalled, however it was administered to the patient. There was no contact, patient, or product information provided. Additional information is unable to be obtained.

Manufacturer narrative:
Plant investigation: from the information provided in this allegation, the product code and lot of the product was listed as unknown and there is no information provided on the clinic in question, because of this there is not enough information provided to investigate any particular lot. A review of the FDA maude database was performed for june 2015. The database did contain medical device reports that were filed for granuflo in june 2015, however these reports did not contain any product information and therefore the information gathered from the FDA maude was limited in the contribution to this investigation. Because granuflo product has a two year expiration date, a review was also performed on the FDA recall database for the period of time between june 2013 and june 2015. It was determined that there were no recalls in this timeframe related to granuflo product. In addition, a review of legacy complaints was also performed on (B)(4) 2020 and did not find any allegations of patient death to link granuflo to this incident between (B)(4) 2013 and (B)(4) 2015. Furthermore, a review of nonconformances during the same timeframe was conducted and there were no records found that could have linked granuflo product to this incident. The allegation of recalled granuflo administering to patient cannot be confirmed. Based on the number of factors that are involved during preparation of dialysis concentrate, it is highly unlikely that the issue can be investigated only on the fact of granuflo dry acid causing the patient death. Product is not released if the requirements are not met or if product is considered nonconforming. In summary, concentrate product is manufactured to meet aami requirements using validated processes and release based on a determination that the finished product meets those requirements. However, because of the limited information provided, cause could not be established and is unable to confirm.